Manufacturer narrative:
The insulin pump was received intermittent up and down buttons due to corroded keypad traces. All operating currents within specifications and passed functional testing including rewind, self-test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Inserted a water test reservoir, programed several bolus and primed, the bolus was delivered properly. No drive motor anomaly noted. The insulin pump was programmed with test minilink and the glucose sensor simulator; the insulin pump communicated properly with glucose sensor simulator. The calibrate feature working properly. No motor sound or noise anomaly noted. The motor passed motor test. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons on the insulin pump were sticking. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. Customer also reported the motor did not sound right on the insulin pump. The customer reported dropping the insulin pump several times. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.